Manufacturer narrative:
No visual inspection was performed as the lens remains implanted in the patient's eye. The reported complaint could not be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data shows the lens is within power specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The intraocular lens remains implanted. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted approximately three (3) weeks ago in the patient's right eye; actual date of implant was not provided. Calculated lens for emmetropia and gave -1.25 diopter sphere post op. Patient is myopic -1.20 and not happy. Doctor plans on lasik or an iol repositioning. To date, the lens remains implanted. No further information was provided.

Manufacturer narrative:
Additional information was received. There was an attempt to reposition the lens but it was not possible due to capsular bag shrinkage. The patient refraction was 0.75 ds, visual acuities are unknown. (B)(4). All pertinent information available to abbott medical optics has been submitted.